Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator went into backup vvi following the cybersecurity upgrade. The device was successfully restored and the patient was fine pre, during, and post event.